Event description:
The lead was electively explanted. Thirty minutes post explant the patient presented with cardiac tamponade. Explant method: intravascular, superior. Technique/tools: direct traction. Complications listed above.